Event description:
It was reported that, "surgeon complaint that our screws were not aggressive enough and therefore he blew out 4 pedicles. Representative was not allowed in the room so this information was passed along to him by the implanting surgeon."

Manufacturer narrative:
It was later confirmed that only 1 pedicle was damaged. Method: complaint history analysis, risk assessment. Results: there have been no previous complaints related to pedicle damage during the implantation of xia screws. In this event the surgeon opted to not put a screw at the level where the pedicle wall was breach. There have been no adverse consequences reported as a result. Conclusions: the pathway was not optimally prepared or the pathway was too close to the lateral wall of the pedicle and the surgeon damaged the pedicle as a result. Inappropriate pathway, sub-optimal screw trajectory and/or inappropriate screw size may have resulted/contributed to the damaged pedicle as well. This reported event is not believed to be related to an implant failure. The reported event is more likely related to surgeon technique and judgment.